Event description:
Elderly male undergoing a selective catheterization and angiography of the right anterior tibial artery. A 0.018 quick cross catheter and guidewire were used. During the catheterization, the tip of the guidewire broke off in the artery beyond the end of the catheter. The wire tip was retrieved and removed from the patient. There was no harm to the patient.